Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the internal carotid artery. The first acculink stent was deployed; however, the stent was misplaced more distal, and partially in healthy tissue. The stent did not jump, but was misplaced by the physician. The 10/40 acculink self expanding stent system (sess) was then advanced to treat the proximal portion of the lesion, but could not cross the proximal portion of the previously implanted stent. There was no damage to the implanted stent during the attempt to cross. Additional dilatation was performed and a new sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.